Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that a patient underwent "a l2-l3, l3-l4 and l4-l5 anterolateral interbody fusion and l5-s1 posterior lumbar fusion using rhbmp-2/acs. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth (aka ¿bone overgrowth¿) and resulting nerve compression at or near where the rhbmp-2/acs was implanted. The patient reportedly experienced injuries, including but not limited to chronic pain and radiculitis."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.